Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a 70-year-old male patient, the device was unable to analyze. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. Review of the logs from the event date of september 9, 2025, showed the device completed the first five analyses without any issues; however, prior to the sixth analysis, the system recorded repeated defib cable ID transitions between multiple accessory types, resulting in an unsupported electrode condition and a cable fault message, along with the audible tone described by the customer. The device pass all functional testing including defib/pacer stress testing and bench handling. The defib receptacle and mfc cable will be replaced as a precaution. The device will be recertified and returned to the customer.no trend is associated with reports of this type.